Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that during a bed bath, the patient had the impella rp flex pulled out 6 centimeters. Crossing the pulmonary vessel was unsuccessful. The impella rp flex was replaced. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on clinical description, the root cause of positioning issue was most likely patient movement.